Event description:
Patient reported that they required five composite fillings to be done thought to be caused by the aligners. Letter of recommendation was provided from the dentist that stated, the patient were seen for concerns of defect on the gingival margin of the teeth. #5, 10, 11, 21 and 22 had class v abfractions and #9 chipped, they were restored with composite. Patient is not to continue aligner treatment, they can be put into retainers for which they can retain patient current alignment and bite. Dentist expresses that no orthodontic movement, shifting of teeth or correction of the bite can be completed through the byte system, and the dentist will not over see treatment for this case.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.